Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the system was not booting up. Upon troubleshooting, fse checked the system and couldn¿t confirmed root cause of issue. Fse checked the fuse on the teal and reseated all the fuses. Later fse turned the system on, and it started. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up. The device was inside clinical use at the time of the event. No patient harm was reported. A philips engineer visited site and was able to troubleshoot the issue. The device was returned to expected functionality.